Event description:
The pt received his scs system on (B)(6) 2008 including an ipg. It was reported the pt is having difficulty recharging his ipg. He still has stimulation, but has not charged his ipg since (B)(6) 2011. The pt was sent a new charger to resolve the issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.